Event description:
Previously reported revasc occurred one day post stent thrombosis event.

Manufacturer narrative:
Correction: previously reported revasc occurred one day post stent thrombosis event.

Event description:
A resolute integrity rapid exchange (rx) drug eluting stent was implanted in the lad during the index procedure. It is reported that the patient suffered a stent thrombosis event and underwent a revascularization approximately 3 days post index procedure. Investigator has indicated that the event was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent thrombosis).